Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned portion of driveline from (B)(6) confirmed superficial damage to the outer jacket. The submitted log file contained events from (B)(6) 2022 to (B)(6) 2023. The pump operated at or above the low speed limit for the duration of the log file. There were no notable pump-related alarms and the log file appeared to show the system operating as intended. The patient underwent a driveline replacement on (B)(6) 2023. The returned portion of driveline measured approximately 18.5 inches. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. The driveline was covered in rescue tape from approximately 2 inches to 12 inches from the controller connector. Upon removal of the rescue tape, the outer jacket was noted to be damaged approximately 5 inches to 6.5 inches, 7.75 inches, and 11.5 inches from the controller connector. The driveline was carefully disassembled, and microscopic examination of the underlying wires under a microscope along with high potential testing did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains ongoing on vad support with no further issues reported at this time. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. Heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient's previous driveline modification was captured under MFR: 2916596-2021-01448. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's driveline was examined and was found to have multiple areas of tears with no alarms associated with the damage. The log file data indicated that the equipment was operating as intended despite the modifications and taped areas of the driveline. On (B)(6) 2023 percutaneous lead distal end replacement with the maximum external length of the driveline was performed and no alarms or unusual events were noted after the repair. The maximum external length of the driveline was replaced. The patient had tried to repair with "heat shrink" at some point.